Manufacturer narrative:
Dates of death, event, and implant: dates have been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other two xience devices referenced are being filed under separate medwatch report #s. The additional patient effects referenced are being filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying xience v, xience prime, xience xpedition and non-abbott stents that may be related to death, target lesion revascularization, myocardial infarctions, stroke, and stent thrombosis. Details are listed in the attached article, titled long-term clinical outcomes after percutaneous coronary intervention to treat long lesions in hemodialysis patients in the era of second-generation drug-eluting stents.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.